Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that there was a separation between the female connector and the main body of a minicap transfer set. The event was further described as ¿female end came away from main body¿. This was observed while disconnecting from peritoneal dialysis (pd) therapy on the cycler. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.